Event description:
It was reported that during a gastric bypass procedure, all six devices were leaking pneumo when 5mm instruments were being used in the device. The surgeon was not able to finish with the trocars. Six competitor's devices were used to complete the procedure. The procedure was prolonged by 45 minutes. No adverse consequences reported. Conference call took place with ees associates, the sales representative, and the (B)(4): it was indicated that during this case the surgeon was using one trocar and four sleeves; all in which leaked so significantly they were unable to complete the procedure with these trocars. Saline was placed on the universal seals and the trocars leaked when a 5mm instrument was placed in the 12mm trocar. There was no torque applied and it was a straight insertion. The surgeon was unable to identify where the leaks were coming from as there was so much "bubbling". The surgeon stopped the case the trocars were removed and replaced with competitor's product. Conference call took place with ees associates, the sales representative, and the surgeon: the surgeon indicated that none of the trocars leaked "a lot", but they all leaked "a little", which caused the inability to maintain pressure above four.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (c) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (d) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (e) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.